Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the screwdriver tip was broken during placement of peripheral screws with ratcheting handle.